Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant procedure. Upon fixation, it was observed that the lp exhibited high impedance, low current of injury, and capture failure. During repositioning, it was observed that the lp caused perforation of the cardiac tissue. Emergent procedure was performed to address the issue. The procedure was abandoned upon stabilizing the patient on (B)(6) 2026.